Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest.

Manufacturer narrative:
The reported event was confirmed as design-related. An amber lubricath catheter was returned opened without its original packaging. The catheter was attempted to be inflated with 10 ccs of water. The inflation funnel instead was inflated. The catheter had a lighter color near the area where the inflation funnel expanded. The catheter was cut below inflation valve and above the white mark to determine the location of the occlusion or blockage. A slip tip was used to inflate the funnel with no success. The entire funnel was cut off and the slip tip was used to infuse water directly into the inflation lumen, inflating the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "-warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. -valve type: use luer slip tip syringe. Do not use needle. -recommended inflation capacities:5cc balloon: use 10ml sterile water. -visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.